Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-sep-07. It was reported that a medical assistant at the clinic initially reported the event to the manufacturer representative. The patient was scheduled for a refill on (B)(6) 2017 to resolve the empty pump, and the cause of the empty pump was a scheduling mistake. The empty pump had been resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-sep-11. The patient's weight at the time of the event was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported an alarm was occurring for empty pump, and manufacturer representative (rep) had access to an (B)(4)/patient. It was noted that the patient showed up last week with an empty reservoir. It was noted the patient was given oral narcotic to get through the weekend and today ((B)(6) 2017) was coming in for a refill. No symptoms were reported. Event date was 2017 (last week). No further complications were reported/anticipated.